Event description:
Additional information requested reported that the patient was diagnosed with an infection on (B)(6) 2012. It was noted that a culture was obtained from the infected device pocket of the patient and the culture revealed a (B)(6) infection. It was further noted that the patient experienced swelling. It was also reported the physician treated the patient with both IV and oral antibiotics, as well as a partial device system explant. It was reported that the patient's infection was resolved and the patient was reimplanted on (B)(6) 2012.

Event description:
It was reported that the patient's extension and implantable neurostimulator (ins) were explanted due to infection. It was noted th at the hcp had reviewed their operating room methods numerous times but found nothing that they had done differently. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3389s-40 lot#: v828457 implanted: 2011-(B)(6) explanted: unk; lead model: 3389s-40 lot#: v772558 implanted: 2011-(B)(6) explanted: unk; extension model: 37085-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); extension model: 37085-60 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); programmer model: 37642 (B)(4). (B)(4).